Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured january 11, 2023 to january 12, 2023. H10: the actual device was received for evaluation containing 95ml of fluid in the bladder. Visual inspection via the naked eye showed no signs of physical abnormality that could have caused the reported flow problem. After the luer cap was removed, evidence of continuous flow of fluid was observed flowing out of the distal luer. A functional flow rate test was performed on the device and found to be within the product specification range. The reported condition was not verified. The infusor was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.